Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she is experiencing a burning sensation inside while using the bhs controller and sflx 2 coil. The patient has a prosthesis. It was requested to send the patient sflx coil 1. The sales representative will be speaking to the doctor about switching the patient to an orthopak device. The patient stated that she has a burning sensation on the fracture site, and it sometimes hurts. The patient stated that the pain and burning sensation are below the skin. This started about a week ago. The burning and pain started a few days after she started using the device. The fracture site is also very tender and tingles. The pain level is an 8 out of 10 while wearing the unit. The pain does not go away, it is constant. The patient stated that she had pain before using the stimulator, but it was different. The patient has not increased her daily activities. The patient has not started physical therapy. The patient spoke to the nurse at the doctor's office. The nurse told the patient to wear the unit for about 4 during the day and 4 hours during the afternoon. The doctor did not prescribe anything for the pain. The patient is not taking anything for the pain. I told the patient to stop treatment for a few days, then do the time test. I asked the patient to call with an update if the pain continues or if she speaks to her doctor again. An sflx 1 coil has been sent to the patient. No other consequences have been reported.

Manufacturer narrative:
. Investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The parts appeared to be in good condition from the cosmetic/visual point of view. The failure was not confirmed for the reported condition of "pain and burning sensation from bhs controller and sflx 2 coil". The controller was tested and operates as intended. Review of complaint history identified (5) total complaints from (feb 1, 2022) to (feb 1, 2023) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
As per customer service representative, it was reported by the sales representative that the patient is experiencing like a burning sensation inside while using the bhs controller and sflx 2 coil. The patient has a prosthesis. The sales representative requested to send the patient an sflx 1 coil. The customer service representative called the patient who stated that she has a burning sensation on the fracture site, and it sometimes hurts. The patient stated that the pain and burning sensation is below the skin. This started about a week ago. The burning and pain started a few days after she started using the stimulator. The fracture site is also very tender and tingles. The pain level is an 8 out of 10 while wearing the unit. The pain does not go away, it is constant. The patient stated that she had pain before using the stimulator, but it was different. The patient has not increased her daily activities. The patient has not started physical therapy. The patient spoke to the nurse at the doctor's office. The nurse told the patient to wear the unit for about 4 hours during the day and 4 hours during the afternoon. The doctor did not prescribe anything for the pain. The patient is not taking anything for the pain. I told the patient to stop treating for a few days, then do the time test. I asked the patient to call with an update if the pain continues or if she speaks to her doctor again. The sales representative called with additional information and stated that the patient was using an sflx 2 coil when they experienced the pain. No additional patient consequences/ further information has been reported. The bhs controller was returned for further evaluation.